Event description:
It is reported that the drill bit fractured during surgery. It was confirmed by x-ray that all pieces were accounted for.

Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. Eval summary: it is possible that damage to the bit was accrued during previous use and this damage caused interference between the drill bit and a drill guide. This interference could have generated particulates that became trapped between the drill and guide, thus potentially causing friction and eventually device seizure. The potential previously occurred damage can most likely be attributed to normal wear and tear. Eval: as returned, the drill bit is fractured. The bit exhibits circumferential scarring, indicative of possible interference with a guide during rotation. The part number of the drill bit could not be determined, so no mfg review could be accomplished.